Event description:
Patient reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, pain and diagnosed hashimoto's disease. Patient additionally reported "possible left rupture", "breast implant illness" and "has had a stroke." The device has been explanted. "Breast implant illness", "had a stoke" and "hashimoto's disease" are not considered to be device related.

Event description:
The device has been explanted. "Breast implant illness", "had a stoke" and "hashimoto's disease" are not considered to be device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, anxiety-product/procedure, autoimmune/connective tissue disorders-ndr, other medical-ndr, stroke-ndr.

Event description:
Patient reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, pain and diagnosed hashimoto's disease. Patient additionally reported "possible left rupture", "breast implant illness" and "has had a stroke." Device remains implanted.